Manufacturer narrative:
Reported event: an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5517f702, triathlon p/a cr beaded #7r, lot h4l4n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right knee was revised due to stiffness. The cr femoral component and 7x9 cs insert were revised to a ts femur and 7x9 insert.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported the patient's right knee was revised due to stiffness. The cr femoral component and 7x9 cs insert were revised to a ts femur and 7x9 insert.